Event description:
Constant pain in the hip, inflammation, groin and buttocks numbness, tingling, swelling, popping, grinding, squeaking, inability to bear weight, stiffness, pain when walking, standing, sitting, lying down. Pain that radiates to the knee and into the back. Feels like it's malfunctioning. Sudden stabbing pain that happens suddenly if try to turn, bend over or lift leg from a standing, sitting or laying position. Constant weakness is associated with all of these other symptoms and problems.